Event description:
Extension attached to l radial arterial line broke apart at the stopcock. Arterial leak resulted in moderate blood loss. It is unk as to what medication was infusing. It is unk as to how long the stopcock had been in place prior to the reported breakage. We are in the process of retuning the device.

Event description:
Extension attached to l radial arterial line broke apart at the stopcock. Arterial leak resulted in moderate blood loss. It is unk as to what medication was infusing. It is unk as to how long the stopcock had been in place prior to the reported breakage. We are in the process of retuning the device.